Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2006; d314trg ICD, implanted: (B)(6) 2012; 694965 lead, 310f33 tissue valve, 305c25 tissue valve; implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was cut during an open heart procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.